Manufacturer narrative:
(B)(4). Concomitant medical devices: proximal humerus, left, 9x160mm; item#: 47-2496-161-09; lot#: 3079658. Blunt tip screw, 4x36mm; item#: 47-2486-036-40; lot#: 3068947. Blunt tip screw, 4x38mm; item#: 47-2486-038-40; lot#: 3078220. Ann blunt tip screw 4x56mm; item#: 47-2486-056-40; lot#: 3091269. Ann cort bone screw 4 x 24mm; item#: 47-2486-124-40; lot#: 3080024. Ann cort bone screw 4 x 28mm; item#: 47-2486-128-40; lot#: 3081901. Affixus ph nl cap 10.5x2.5mm; item#: 47-2488-010-02; lot#: 3048838. Report source ¿ foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 ¿ 00389, 0009613350 - 2022 ¿ 00390, 0009613350 - 2022 ¿ 00392. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the proximal screws were backed out from the proper position after 3 weeks from the initial surgery. No revision is planned so far. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. The investigation did not identify a non-conformance or a complaint out of box (coob). Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.